Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- this complaint is confirmed as the distal tip of the complaint device had broken off. No definitive root cause could be determined based on the provided information. The potential cause could be due to unintended forces applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 338.310, lot: 9594834, manufacturing site: hagendorf, release to warehouse date: 15 october 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.,part: 338.31, lot: 9594834, manufacturing site: hagendorf, release to warehouse date: 15 october 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown; event occurred on an unknown date in 2021. Initial reporter is a synthes employee part 338.310, lot 9594834: manufacturing site: (B)(4). Release to warehouse date: october 15, 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. A photo investigation was competed: the complaint device was not received for investigation. A photo investigation was performed based on the provided images. The images were reviewed and the complaint condition can be confirmed. The threaded section of the dhs/dcs coupling screw has broken off. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the thread of the wrench broke off. This was discovered during inspection of the device; there are no patient or procedure involvement. This report is for a wrench. This is report 1 of 1 for (B)(4).